Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the load sequence while filling the tubing, the contact could not see insulin exit the end of the infusion set tubing. There was no impact to customer's blood glucose level. Contact disconnected the infusion set tubing to see if insulin was exiting the cartridge patient line. Reportedly, no insulin exited the cartridge patient line. Contact replaced cartridge and was able to resume insulin delivery.